Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. This is the second of two reports from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that four knives were blunt during cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information received clarified that the unsatisfactory knives never made contact with any patient.

Manufacturer narrative:
Three opened slit knives were received incorrectly seated in blade protector trays for the report of being blunt. The returned samples were visually inspected and were found to be nonconforming with damaged tips. Penetration testing could not be performed due to the damaged condition of the samples. Photos to the parent complaint were reviewed by the manufacturing site. Photo number one is of three knives in blister package trays wrapped with tyveks. The reported lot number was confirmed however, the reported issue could not be confirmed. Photo number two shows the previous three knives and a blister. Photo number three shows a close up of the tyvek of the blister with the lot number from an associated file. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is:(B)(4).